Manufacturer narrative:
The following information was received (as an update) on 3/30/2018: date of event was (B)(6) 2018, not (B)(6) 2018.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's hyperglycemia or abscess that developed. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: inspect the infusion site daily. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider.

Event description:
It was reported that patient developed an infection at the pod¿s insertion site (leg) while aboard a cruise ship. On (B)(6) 2018, patient's blood glucose (bg) levels reached 18 mmol/l (324 mg/dl) while wearing the pod for an unknown length of time. In addition to the elevated bg levels, the patient reported feeling pain from the pod. As the pain worsened, the patient decided to see the doctor on the ship. The patient had to see the ship¿s doctor a total of four times. The patient was diagnosed with a cutaneous abscess, with furuncles and carbuncles. As treatment, the patient¿s abscess was drained and she was given antibiotics. The antibiotic provided to the patient was flucloxacillin, (28 pills) 500 mg each. In addition, the patient took the liberty of increasing her basal rate. No further medical issues were reported. Lot information was not made available as the patient had discarded the pod.